Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018 due to upgrade.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited atrial undersensing which resulted in inappropriate antitachycardia pacing. On (B)(6) 2018 the device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
The reported field event of inappropriate atp therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The device was found to have delivered therapies normally based on how it was programmed.